Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Tasp fracture was previously investigated; however, it could not be determined if the tasp was manufactured before the design change, as the lot is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a right knee replacement procedure, the bottom of a knee arthroplasty provisional fractured upon removal from trialing. No adverse event occurred as a result of this malfunction.